Event description:
It was reported that the ilet user experienced both low and high blood glucose after dinner, with readings down to 52 mg/dl and up to 230 mg/dl, following a typical meal of carrots, mashed potatoes, and ribs; the meal was reportedly announced incorrectly and only 2 units were delivered, and the agent provided troubleshooting and education on proper meal announcements. Symptoms included hypoglycemia, hyperglycemia, shaking, headache, and malaise. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.